Event description:
A healthcare professional reported the cutter was not active when pressing on the pedal and will not cut the vitreous the vitrectomy probe was testing during calibration. The surgery type and completion details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).